Event description:
It was reported that an unspecified cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Issue occurred in the past, and the customer was able to resolve the issue independently by changing the cartridge.